Manufacturer narrative:
Analysis of the software 9733763 synergy cranial s7 (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information prov ided. This case may be re-opened if additional information is received. Product event summary #s7 - unable to verify instruments. Concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that when attempting to re-verify their passive probe that was previously working, the site was unable to. No sounds were heard even though both the reference frame and probe appeared in the tracking view and had green status. No reported impact to patient and less than an hour delay reported.